Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as an exuding wound under the elastic band of the garment. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a cream for the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.